Event description:
A pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The device was advanced to the lesion, but the stent could not be released. The device and the wire were withdrawn and another stent was implanted.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, screens taken from the angiogram and the cathlab report provided were reviewed. The technical investigation revealed that the outer shaft has been fully retracted. The stent has been fully released and is entangled with the braided shaft and the inner shaft. Both the inner shaft and the stent are strongly kinked. At the distal end of the outer shaft, the braid and the marker ring are partially torn off. The marker ring is severely deformed. Outside of the deformed zones, the shaft dimensions comply with the specification. The safety button at the handle is in the unlocked position. Upon rotating the rotating wheel, the outer shaft retracted normally. Review of the angiographic material did not provide any further relevant information regarding the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.